Manufacturer narrative:
Investigation summary: customer reported false negatives issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A field service engineer (fse) was dispatched and changed the cpu board but was not able to get communicate with epicenter. Another local fse was able to fix the epicenter communication. The customer indicated that all vials in instrument suddenly are negative. The customer accidentally made all vials negative in epicenter while this instrument was not connected to epicenter, when instrument was fixed they started loading bottles because of capacity issues, and then when it was put on epicenter a few days after, all vials became negative. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to determined. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h10.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false negative results are obtained after fse has changed cpu board.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false negative results are obtained after fse has changed cpu board.